Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to multiple trauma, high risk for deep vein thrombosis (dvt), and pulmonary embolism (pe). The patient alleges vena cava and organ perforation. The patient further alleges anxiety, worry, fear, and limited mobility. The following information is alleged: the patient received a tulip inferior vena cava (ivc) filter on (B)(6) 2012. The gunther tulip filter has perforated the ivc, further perforating the l3 vertebral body.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: organ/vertebral body/vena cava (vc) perforation, anxiety, worry, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, worry, fear, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.